Event description:
Senseonics was made aware of an incident where user unsuccessful removal attempt of sensor was reported on (B)(6) 2025. The sensor was implanted in the upper left arm, and it was confirmed that an incision was made in an attempt to remove the sensor. The sensor was palpable prior to the incision, and no transmitter, ultrasound, or magnet was used to localize the sensor. At the time of the call, the user reported feeling fine. The sensor was subsequently successfully removed on (B)(6) 2026.

Manufacturer narrative:
The user reported an unsuccessful removal attempt of sensor sn (B)(6) was reported on (B)(6) 2025. The sensor was implanted in the upper left arm, and it was confirmed that an incision was made in an attempt to remove the sensor. The sensor was palpable prior to the incision, and no transmitter, ultrasound, or magnet was used to localize the sensor. At the time of the call, the user reported feeling fine. The sensor was subsequently successfully removed on (B)(6) 2026.